Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034 a corrected report has been filed: MDR- 0001825034-2020-04345.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review (reference sop040001 and wi040015) in order to identify potential adverse trends. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: onset findings: pt seen in clinic reporting significant discomfort to medial aspect of r knee. CT scan showed increased activity under tibial plate and remodeling from clear evidence of overload. Patient seen in clinic approximately 8 months from previous visit reporting continued medial pain and numbness to lateral side of study knee. X-rays show no significant changes. Pt advised to continue with weight reduction. Currently at 150.8kg. The complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Concomitant devices: persona partial knee cemented tibial component size f right medial catalog #: 42538000602 lot #: 63886720, persona partial articular surface right medial size f 9mm catalog #: 42528200609 lot #: 63449781. Foreign report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2020-00217. 0001825034-2020-03456.

Event description:
It is reported that a patient experienced significant discomfort and numbness in the medial aspect of the knee nineteen (19) months following right knee arthroplasty. A the patient was advised to continue reducing weight and no medical intervention was performed. Attempts have been made for additional information, however, no additional information is available at this time.